Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that atherosclerotic heart disease was experienced. In (B)(6) 2011, the patient was referred for cardiac catheterization. The target lesion was a de novo lesion located in the mid left anterior descending artery (lad) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement using a 2.75x16mm promus element stent. Following post dilation, residual stenosis was 0%. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was admitted for atherosclerotic heart disease. Coronary angiography was performed and the 75% restenosis of the previously placed study stent in mid lad was treated with the placement of a 3.00mm x 22mm non bsc stent. Post treatment, the residual stenosis was 0%. Additionally the right coronary artery was also treated with balloon angioplasty and placement of a 3.00mm x 12mm non bsc stent. Two days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on the same day.